Event description:
The customer reported that the unit failed the defib and pacer portion of the opcheck.

Manufacturer narrative:
The customer reported that the unit failed the defib and pacer portion of the opcheck. A philips field service engineer evaluated the device at the customer site, and verified the failure. The therapy pca was replaced to resolve this issue. We are considering this a malfunction of the therapy pca.